Manufacturer narrative:
This supplement report is being submitted to correct the method, results and conclusions codes. Investigation had been completed at the time of the initial submission. Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report false resistant meropenem for escherichia coli in association with the vitek® 2 ast-n208 test kit. No details regarding the antibiotic mic was provided by the customer. Testing via alternate method (kirby bauer) obtained a meropenem result of sensitive (susceptible). The customer stated the need for retest of the isolates led to a delay in reporting results of >24 hours. Troubleshooting identified the ast-n268 test kit lot is included in the scope of field safety corrective action fsca-3445 (vitek® 2 card pouch integrity) issued 19-apr-2017. Though not confirmed by the customer whether the corresponding card pouches were compromised, the possibility cannot be ruled out. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact related to the patient's state of health. The customer informed biomérieux that there is no isolate available for submission. No additional investigational testing can be performed. Although the vitek® 2 ast-n208 test kit is distributed only in (B)(4), the antibiotic meropenem is contained in test kits that are distributed in the united states.

Manufacturer narrative:
An internal investigation was conducted in relation to the card pouch integrity issue described in fsca-3445. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(4) 2017, stitch wheels with a new design were installed thereby resolving the issue. A customer communication has been created ((B)(4) 2017) and distributed to customers who received impacted card lots. The customer letter includes instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter also explains the potential effects of moisture exposure on card performance. Device not returned to manufacturer

Event description:
A customer in (B)(6) contacted biomérieux to report false resistant meropenem for escherichia coli in association with the vitek® 2 ast-n208 test kit. No details regarding the antibiotic mic was provided by the customer. Testing via alternate method (kirby bauer) obtained a meropenem result of sensitive (susceptible). The customer stated the need for retest of the isolates led to a delay in reporting results of >24 hours. Troubleshooting identified the ast-n268 test kit lot is included in the scope of field safety corrective action fsca-3445 (vitek® 2 card pouch integrity) issued (B)(6) 2017. Though not confirmed by the customer whether the corresponding card pouches were compromised, the possibility cannot be ruled out. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact related to the patient's state of health. The customer informed biomérieux that there is no isolate available for submission. No additional investigational testing can be performed. Although the vitek® 2 ast-n208 test kit is distributed only in (B)(6), the antibiotic meropenem is contained in test kits that are distributed in the united states.